Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During evaluation, it has been confirmed that the device did not function to specification. Flow meter to be replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow test result was out of range (-485ml/min) during inspection in an arctic sun device. Per review of wo on 11aug2025, there was no patient involvement.